Manufacturer narrative:
The manufacturer has received the sample and will be evaluated.

Event description:
A break in the retention dome during percutaneous removal. The indwelling period was 6.5 months.